Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0, product ID: 9735773, product ID: 9735787, h3) the manufacturer representative (rep) went to the site to test the navigation system. The rep was unable to replicate the issue. The rep reported when performing the first initial unplug the screen went black for a second but came back up and in self-test the battery was depleting as intended. The rep performed another unplug from wall power and no issues occurred. The rep was unable to replicate the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an unexpected shutdown. The site sated that the system shutdown while in surgery. The site had registered a patient in an optical procedure when the camera cart shutdown. The site stated that the main cart monitor was off but the main power button was still on. Troubleshooting was performed and technical service (ts) had the site try to boot the camera cart. Then the main cart shutoff. The site unplugged the system from the wall power for 15 seconds and booted the system. The camera cart displayed pcoip (pc over ip) screen while waiting to connect. Ts was able to navigate the site back to the previous registration. At this time the camera cart monitor displayed a "unable to connect" pcoip message before going blank and then matching the main screen monitor. The site reverified the inst rument and reverified the registration. Additional information was received stating that the manufacturer representative (rep) called in to report that after they pulled the system interface unit (siu), the main cart unexpectedly shut down and the camera cart said "medtronic. You have been disconnected". It took several attempts for the main cart to boot back up. Once it booted back up, the camera cart would not turn on unless the power button on the camera cart was pressed. Self-test showed the main cart battery at 100% ,then it jumped down to 0% for 10 seconds, then back up to 100%. They performed a battery test, and it shut off at 95%. There were no error leds on the uninterruptable power supply (ups).

Manufacturer narrative:
H3,h6: the uninterruptable power supply (ups) 9735787, lot number: 19160042, was returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There were no failures found. Previously reported codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event occurred intra-operatively during an "optical crani" procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the uninterruptible power supply (ups) and bat tery on the main cart was replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. D9, h3: logs were received and software analysis was completed. There were 6 application session logs available for the issue date. The syslog captured that the system was booted 6 times on the issue date. Four sessions captured the abrupt or hard shutdown of the system when the user was engaged in registration and navigation tasks. The logs did not capture any segfault, core file, gpu crash, or any other abnormalities that could have caused the reported behavior. However, the ups logs captured warnings and errors related to the ups, which indicated that the reported behavior might have been caused by the system power supply component (ups or battery). Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.